Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the machine had not started. Upon troubleshooting, fse checked the system power distribution box and confirmed that the power was normal. The mpd control board was also found to be functioning properly. Fse found that the issue was caused by a defective ps fd unit. To resolve the issue, fse replaced the ps fd unit. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not starting up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.